Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the pedal energy footrest (pef) due to intermittently working. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pef was returned for failure analysis, and the reported failure was confirmed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the monopolar energy was not working. The customer rebooted system and the surgeon moved to the other surgeon side console (ssc). The customer was unsure if the generator was power cycled. The procedure was being completed as planned, with no reports of patient injury. The issue was escalated to intuitive field service.